Manufacturer narrative:
The device was not returned for analysis; therefore, the investigation was focused on the product documentation. The device remains in service for approximately 21 years, 8 months since the (B)(6) 2023 event date. However, following controls are in place to mitigate the reported product issue. Based upon the bir prefix of this serial number this lead was manufactured in 2001, the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Per qa permanent pacing lead final inspection procedure the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or damaged coating on tip during implant. The potential effects from this type of failure include: less efficient pacing, more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. Per instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Per instructions of use of guidant permanent implantable pacing leads (IFU) it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explanation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. The lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Atrial lead is programmed to unipolar sense for impedances around 200 ohms. Can that lower end be programmed any lower? It states no. 200 ohms is the lowest programmable option for impedances. Cmc - no report of any noise and no request to review any data in nxt. Patient information provided and customer stated the lead is still active. No procedure was performed.